Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test and force sensor test. Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and dat test as p-cap or reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that half of the clear ring was cracked and had a little piece of black plastic. The customer's blood glucose level was in the 300 mg/dl. The customer informed that they were allergic to the oval tape. Her skin turned read and itches at the site of the sensor. The customer noticed this after removing the sensor. The customer does wash hands and clean the site with alcohol wipe prior to the set change. The customer reported that they did not receive medical treatment as a result of the site issue. The customer reported that their skin was feeling itchy, red, and burning when they removed the set. The customer stated that the clear ring at the top of the reservoir compartment, half of it has popped off and came loose. The customer stated that the reservoir lip ring was damaged but the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to revert to the back-up plan as per the healthcare professionals instructions. The device will be returned for analysis.